Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).

Event description:
(B)(6) clinical study. It was reported that during a coronary artery stenting treatment procedure, vessel dissection occurred. In (B)(6) 2013, clinical status assessment identified the patient¿s qualifying condition as unstable angina (braunwald classification ib) and the patient was referred for cardiac catheterization. The target lesion was located in the distal left circumflex artery (dist lcx) with 100% stenosis and was 50mm long with a reference vessel diameter of 2.5mm. After pre-dilatation using a maverick 2 monorail balloon catheter, a grade d dissection was noted. This was treated with placement of two promus element stents of size 2.25x20mm and 2.50x38mm, with 0% residual stenosis. The patient was discharged on aspirin and clopidogrel.